Event description:
Additional information received reported that that there were no other issues with the instant detacher (ID). The same ID was used to detach the other coils. There was no resistance during the delivery of the coil in the catheter, and no damage was noted to the pushwire. A continuous flush had been administered during the procedure. The catheter used was not manufactured by medtronic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a detachment failure with the coil. Though manual detachment was performed, the detachment failed. Assuming that the detachment operation had been completed and it was caught, the release wire was completely removed, and it was requested to perform the operation such as vibrating the catheter and pushing and pulling the pusher wire. Finally, it was detached by applying a torque to the delivery. It was noted that the doctor attempted to detach the coil 2 times using the instant detacher. The doctor didn't attempt to detach the coil using another instant detacher. 1 manual attempt using the hypotube was performed. The patient was undergoing surgery to treat an unruptured, aneurysm. There were no patient symptoms associated with the event. The devices were prepared as indicated in the IFU.